Event description:
Coils (2) would not exit the sheath they came in. The coils were removed and replaced with no reported harm to the patient. Manufacturer response for detachable coil, vascular, 3.0mm x 10cm target tetra detachable coil (per site reporter).